Event description:
It was reported that a shaft break occurred. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the device became detached from the shaft, resulting in the formation of a halo-like ring in the center of the balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Correction h1: from serious injury to malfunction.

Event description:
It was reported that a shaft break occurred. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the device became detached from the shaft, resulting in the formation of a halo-like ring in the center of the balloon. The procedure was completed with another of the same device. There were no patient complications reported.